Event description:
Additional information was received from a healthcare provider (hcp). The hcp was unable to inject dye through the catheter at a dye study and suspected there may be a catheter issue. The cause of the volume discrepancies was unknown. The actual residual volume was always greater than the expected residual volume, specific volumes were unknown. The hcp had not done any additional diagnostics/troubleshooting, and there had not been any actions/interventions taken as they were waiting to see if the catheter will be fixed or explanted.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a company representative and a healthcare provider (hcp) regarding a patient who was receiving clonidine 250 mcg/ml; 559 mcg/day, bupivacaine 6mg/ml; 13.42mg/day, compounded baclofen 500 mcg/ml; 1119 mcg/day and morphine 5mg/ml; 11.19mg/day via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The patient experienced a sudden change in therapy. The patient was in respiratory arrest and the hcp requested to know how to shut off the pump. The patient was in the emergency department receiving care. The patient was crushing oxycontin and injecting his pump. A catheter study was planned for (B)(6) 2016 and the hcp was going to withdraw the medicine and see if it has what it supposed to have in the "palm" and test the medication. The patient was back in the hospital, overdosed. The pump was turned down (B)(4) on (B)(6) 2016, wednesday. The infusion rate was unknown. The representative went to the hospital on (B)(6) 2016 in the morning and turned the pump down to minimum rate. After that, the patient was able to get off the breathing machine and was doing better. The patient went to get his catheter checked (B)(6) 2016. The catheter seemed to be not working and they can get the dye all the way to where the anchor was, but then it stopped. It was clogged or "something" around the anchor. Additional information was received from a hcp. Patient medical history included addiction issues, noncompliance with medications, and trouble with prescribed and illicit drugs. The patient did not have any oral medications prescribed from the hcp since (B)(6) 2016. The patient began to overdose on (B)(6) 2016 and was admitted to the hospital on (B)(6) 2016 unresponsive and foaming at the mouth. The emergency room (ER) report said the overdose was a narcotic overdose. The pump was turned down to minimum rate, but they did not think the pump was the cause of the overdose. The dye study was performed on (B)(6) 2016 after the patient was discharged, and they were unable to inject dye through the catheter or aspirate cerebrospinal fluid (csf). They had removed all of the medication from the pump at the dye study, and were sending it to be analyzed because they suspected the patient had been accessing their pump. The patient had been having volume discrepancies since (B)(6) 2015. They were unsure at this time if they were going to explant the system or fix the catheter.

Manufacturer narrative:
Corrected information: a3: sex, a2: date of birth medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.